Event description:
The device was returned as a rental end with no alleged problems. During the repair eval, it was discovered the device would not dump excess pressures. There was no pt involvement, malfunction detected on tech's bench.